Event description:
Info received via (B)(4). It was reported the physician attempted to insert an arterial line. Upon removal of the catheter, a part broke off. The separated piece was felt under the skin at the insertion site.

Manufacturer narrative:
(B)(4). The device will not be returned.